Event description:
A guide wire broke during use. Surgeon and scrub tech believed they had both ends of the wire; therefore no measurement of the wire or x-ray was taken. Unfortunately, the guide wire must have broken into 3 pieces and a portion of the wire was retained in the patient's knee. This retained piece was not noted until her post-op office visit 10 days later.